Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample and photo were returned to the manufacturer for inspection/evaluation. The evaluation is identified for fracture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 catheter, intravascular, therapeutic, long-term greater than 30 days allegedly experienced fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of the (B)(6) female patient was not provided.